Event description:
The customer reported that the macro image for the reported case was a mismatch on the genius digital diagnostics system. Hologic troubleshooting between cytotechnologists and field service engineer confirmed that the image was associated with an incorrect slide accession ID. Incorrect accession ID presents a risk of patient sample misidentification and potential misdiagnosis.

Manufacturer narrative:
The genius digital diagnostics instrument serial number (B)(6) was not returned for evaluation and remained in the customer site. Troubleshooting, review of the instrument log, pictures and similar complaint review were performed. Two additional complaints for (B)(6) were reviewed and no other complaints for similar issues were found. Onsite troubleshooting and log review confirmed the customer issue and determined that the event resulted from operator recovery actions following the error condition. During operator-assisted recovery, the machine prompts the user to remove a slide from the imaging stage was not followed, and slides were reloaded into the cassette out of order. As processing resumed, one slide remained on the imaging stage while another slide was loaded on top of it, resulting in improper positioning. The slide remaining on the imaging stage was imaged, while the system associated the resulting image with a different slide ID, leading to a mismatch between the stored image and the physical slide accession. The investigation concluded the event was consistent with use error during recovery and is addressed by existing device risk controls and labeling. H3 other text: other.